Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient feeling dizzy and weak presented in hospital. Upon interrogation, the right ventricular lead exhibited loss of capture. After over a month from implant, the lead dislodgment was discovered and was confirmed through imaging. The patient was stable after the procedure.

Manufacturer narrative:
The reported event was for lead dislodgement and no capture. The reported event of no capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except procedural damages. The damage found was sustained during the surgical procedure. The lead was otherwise normal.